Event description:
In 2009, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, the gore excluder aaa endoprosthesis contralateral leg component deployed outside of the contralateral gate of the trunk ipsilateral leg component. The physician surgically removed the contralateral leg component and continued endovascular repair with two additional contralateral leg components without incident. The patient tolerated the procedure and is doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results- the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted in the patient, but not related to this event: pxt281418, pxl161407. Due diligence was performed to obtain information to complete all blank required spaces on this medwatch.